Event description:
It is reported that a revision surgery was performed to replace a polyethylene insert causing instability in the knee. The stem of the insert is reported to be broken. No further details are available at this time.